Event description:
It was initially reported difficulty was encountered firing this biopsy needle during a biopsy proceudre. Another device was used to succesfully complete the procedure without any patient complications. The pt's condition is good. Upon evaluation of this device a burr was noted. The device has been received, evaluated and retained by the manufacture. The engineering evaluation indicated the distal tip of the cannula was burred in an outward direction. This device exhibited good function during cycle testing. Although it was not determined if the device was test fired, user technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event.